Manufacturer narrative:
Additional information was received that the patient was still having pain or irritation at the pocket site. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a non-device related procedure. The patient was prescribed lidocaine patch and the patient was doing well.

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a non-device related procedure. The patient was prescribed lidocaine patch and the patient was doing well.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a non-device related procedure. The patient was prescribed lidocaine patch and the patient was doing well.